Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-08483. It was reported the patient experienced inadequate stimulation. As a result, the system was explanted.